Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that approximately 6 hours into a tpn infusion a leak was identified. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking from a hole in the tubing was confirmed. Visual inspection of the set noted a hole 3mm long in the tubing between the accuslide component and the lower smartsite. Functional testing confirmed leaking from the hole in the tubing. The root cause of the customer¿s report was not identified. The cause of the hole is unknown.